Event description:
Revision surgery - the patient was tight and could not get full extension, the patient did not follow post-op rehab requirements. The surgeon went in and placed a thinner insert for better range of motion.

Manufacturer narrative:
The reason for this revision surgery was to remedy a tight joint with limited rom after 2.4 years of patient use. There was no delay in surgery, and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the second complaint for this part number; one for infection. The root cause was most likely due to the patient not complying with rehab. There are no indications of a product or process issue affecting implant safety or effectiveness.